Event description:
It was reported that a patient is recovering in ICU postoperatively from a hvad pump exchange. It was also reported the patient is experiencing an ldh elevated to 4000. It was reported that the patient's conditioning is improving. No other information was reported.

Manufacturer narrative:
The pump was returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a decrease in power consumption. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the pump revealed that the device met specifications; visual examination and dimensional verification did not identify manufacturing or design discrepancies that may have caused or contributed to the reported event. Independent pathological report did not reveal any evidence of thrombus within the pump and no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. There were no surface abrasions or scratches observed. Applicable risk documentation and experience with events of similar circumstances were considered; events with inadequate flow rate are most often attributed to an occlusion caused by a thrombus formation. Based on the investigation conducted, the most likely root cause cannot be conclusively determined; in the absence of any device malfunction, a possible root cause is a thrombus formation ingested within the device. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803 - medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan - complaint management process, and routine complaint file investigation activities. Evaluation in progress.